Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. At this time there is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's system logs for the reported procedure date was conducted by a senior failure analysis engineer. The logs for system en0022 showed no relevant errors to this reported event. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any other complaints related to this product or event. This event is being reported due to the following conclusion: it was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax that required a chest tube to be placed and the patient to be hospitalized to recover from the pneumothorax. Follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced a pneumothorax that required placement of a chest tube and the patient was subsequently hospitalized. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.